Event description:
During a laparoscopic cholecystectomy procedure, one clip remained on vessel, but others fell out into the pt. Another like device was used with exactly the same result. A third like device was used to complete the procedure. There was no pt consequence.0